Event description:
The manufacturer received information alleging a ventilator inoperative occurred while in patient use. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. During the evaluation of the device at the service center, it was confirmed that a critical error code (machine flow sensor drift above the specification) occurred in the error log. The "ventilator service required" alarm sounded during an operational check. The technician recommended replacing the device's machine flow sensor to address the issue. In addition, the inline proximal filter was replaced due to dirt contamination. It was confirmed that all items came to pass with final test after the above replacement. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00). No further investigation is required at this time.

Manufacturer narrative:
Correction made to the box b event date, box g date received by mfg (rfb), and become aware date.